Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. Concomitant medical products: item number: 00801804002, item name: femoral head sterile product do not resterilize 12/14 taper, lot #: 610230551, item number: 00630506040, item name: liner standard 3.5 mm offset 40 mm i.d. For use with 60 mm o.d. Shell , lot #: 60912586, item number: 65771101200, item name: femoral stem 12/14 neck taper plasma sprayed , lot #: 60987010. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2017-00077, 0001822565-2017-01047. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. This event was incorrectly reported on wrong MFR on 0001822565-2019-02597 previously.

Event description:
It was reported patient underwent left hip revision approximately 9 years post implantation due to pain and elevated metal ions. During the procedure, adverse tissue reaction and osteolysis due to taper corrosion was noted.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Review of the revision operative notes confirms that the patient under revision left arthroplasty . Clear fluid around the joint cultured and removed, corrosion noted in the head and staining on the femoral neck well fixed acetabulum with mild amount of osteolysis around the rim, oxidation noted on the liner but no significant wear. Reactive tissue noted within the shell, elevated cobalt and chromium levels also noted. Head and liner replaced without further complication. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.